Manufacturer narrative:
D3: correction. H3: one device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. Functional testing was able to confirm the reported problem. It was determined that the air detector was the root cause. The air detector and the dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is alarming air in line. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.